Manufacturer narrative:
Sensor 3mh00ru5t0d has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "wait three hours" and "sensor ended" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "sweating, making noises, and blood glucose dropped to 39 mg/dl" and was unable to self-treat, requiring third-party administration of glucose injection for treatment. 911 was called, however no further information regarding treatment was provided. There was no report of death or permanent impairment associated with this event.